Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced foreign matter on the device cannula/ needle /tubing or any fluid path component. The following information was provided by the initial reporter. The customer stated: it was reported that the wingset is discolored.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for discoloration was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode discoloration. Bd determined that the root cause of the indicated failure mode was attributed to the sleeve being stretched during the assembly process. It is a cosmetic defect. The sleeve does not tear, it still functions as it is designed to. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced foreign matter on the device cannula/ needle /tubing or any fluid path component. The following information was provided by the initial reporter. The customer stated: it was reported that the wingset is discolored.